Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after feeling a vibratory alert. Upon review of remote transmission, it was revealed that the implantable cardioverter defibrillator exhibited back-up vvi. The device was restored with reprogramming. The patient was stable before, during, and after.